Manufacturer narrative:
(B)(4). Date sent: 8/30/2024. D4: batch # 950a52. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one long60a (b) device was returned with no apparent damage and with no reload present. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties noted. The staple line and cut line were complete and the staples meet the staple release criteria. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: ensure that the tissue lies flat and is positioned properly between the jaws. Any ¿bunching¿ of tissue along the reload, particularly in the crotch of the jaws, may result in an incomplete staple line. Note: once the firing cycle has been initiated, it should be completed by completing all four strokes of the firing cycle to return the knife to the home position. If it is necessary to interrupt the firing sequence, push the red manual knife reverse switch downward to reverse the knife motion; the knife direction indicator will display an arrow pointing towards the proximal end of the instrument to indicate the knife is in the return mode. To complete, squeeze the firing trigger completely until it rests on the closing trigger, after which the stroke count indicator will display ¿0¿ to indicate the knife has returned to its home position. The event described could not be confirmed as the device performed without any difficulties noted and no cartridge was returned for analysis. Device history review: a manufacturing record evaluation was performed for the finished device batch number 950a52, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 6/24/2024 d4: batch # unk a manufacturing record evaluation was performed for the finished long60a, with lot/batch number x96e7z, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve the long60a (with a gst60d) was closed normally, then engaged the handle for the first step then the handle blocked for the second step. It has cut but not stapled. The surgeon reopened the stapler and changed the reload, with exactly the same event, the knife did the first step, cut and the stapler blocked during the second step cut without stapling. The surgeon took a new long60a, with a new gst60d, same event. Surgeon used sutures to close the stomach. They called a taxi to deliver a plee60a from an other hospital. After one hour of waiting , he used the powered echelon with success. For the moment no patient consequences reported. To resolve the issue, the surgeon took plee60a. The procedure was prolonged for 90 min.